Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient felt consistent shocking down his right neck and arm that started earlier in the evening. The patient has unilateral stimulation for right side tremor that is related to parkinson's disease. The patient mentioned some head tremor which was a new symptom for him. It was confirmed that stimulation was on using group a at 4.60. The patient turned off stimulation but still felt a shocking feeling. It was also reported they had a return of right side tremor as well. It was reported to be a sudden change in therapy/symptoms. The patient was advised to either call the emergency room to see if someone could check their system, or to see their healthcare professional first thing in the morning. No further complications were reported/anticipated.